Manufacturer narrative:
Subject device has been received and an a pd investigation was performed: the returned instruments were evaluated and the complaint condition was able to be confirmed. Only the slider of the 319.006 depth gauge was returned and the part and lot number is not etched on this component therefore a DHR review could not be performed. The needle has broken off from the slider component and was not returned with the complaint. The condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport; and the outer body adds additional protection to the needle attachment point during storage. The 319.006 depth gauge is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Replication of the complaint is not applicable as the complaint conditions were visually confirmed. No new malfunctions were identified. Although a definitive root cause could not be determined, it is likely that overextension of the holding sleeve to hold or remove screws over the past 9 years contributed to the wear. The condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport; and the outer body adds additional protection to the needle attachment point during storage. This complaint is confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a holding sleeve was not retaining screws, there was an unknown issue with a coupling screw, and a depth gauge was broken. This complaint is for 1 device. Concomitant medical devices screw (part # unknown, lot #unknown). This report is 1 of 1 for (B)(4).